Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) the tracing probe was showing that it was 3-4 cm off during the accuracy check. The site was able to register without issue. The site said the scan was missing the top of the head. The site then re-registered with no change in status. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Multiple attempts have been made to retrieve exams for software image analysis with no additional information made available.